Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to b3 date. H4: lot manufactured between january 28, 2020 to january 29, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection of the photograph was performed using the naked eye which revealed a leak at the spike port bonding area. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked "near the insertion mouth". This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.